Event description:
The patient reported that he had a defective device and that it fired 41 times in less than one hour. Follow-up with the physician's office indicated that the patient had 42 non-sustained tachycardia episodes, one episode of ventricular fibrillation where no therapy was delivered, and t-wave oversensing (twos). The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.